Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the meter was set to the incorrect unit of measure (mg/dl). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.